Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a ultra set disposable disconnect y-set and a peritoneal dialysis (pd) transfer set. During setup for peritoneal dialysis therapy, it was observed that the y-set would not lock when trying to connect to the transfer set. The transfer set remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed with an in house connectors and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.